Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the device removed and were wondering what they should do with the handset and communicator. They had the device removed because it was getting painful at the implant site and the pain started about a month ago.